Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30633847l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (B)(6) underwent a cavo-tricuspid isthmus line (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. There was no error and alert. During cti, blood pressure was dropped. Cardiac tamponade was checked by echo, drainage was performed. Drainage was performed and the patient was transferred to ICU. The physician commented that tamponade in the left atrium is likely based on the color of the blood. It was stable when the catheter was placed in the left atrium, and it was difficult to determine when it occurred. Although blood transfusion was performed, the condition was recovering, and the patient was transferred from the ICU to the ward today and was discharged as scheduled. On 28-dec-2021, bwi received additional information regarding the event. The patient outcome of the adverse event is fully recovered. Prolonged hospitalization was not required. There was no significant medical history. Generator information: smartablate. Serial number was unknown. There was no evidence of steam pop. It was not reported that inappropriate use was conducted regarding irrigated catheter settings, catheter settings on the generator, and pump switching from high to low during ablation without instructions for use (IFU). No error messages were observed on biosense webster equipment during the procedure. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.